Event description:
A device was used during an anterior resection. After firing, the surgeon heard a very slight click sound and the pressure reduction was not obvious. The device was difficult to remove. Upon removal, it was noted that the device did not completely cut the tissue. The rectum was then hand-sutured to complete the case. There were no consequences to the patient.